Manufacturer narrative:
Other, other text: h 10- additional information - updated h -6- customer response no patient involvement and no alarm.

Event description:
Additional information received. No patient involvement and no alarm.

Event description:
It was reported the device's pressure alarm was "low" and the manometer was not reading correctly.